Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise due to possible air entrapment. Technical review was requested to determine how to mitigate the noise. Technical service (ts) discussed the noise observed on the untreated events was consistent with air bubbles escaping the seal plug. Possible damage or tear to the seal plug was discussed by ts but not confirmed. Ts discussed that the primary sensing vector was a viable sensing vector and would avoid further oversensing of air bubbles as the ring electrode was isolated from the seal plug with multiple sealing rings in the header. A review of the x-ray images sent to ts noted that the electrode looked a bit high and the device slightly posterior. Most recent information noted that no further actions were taken and most recent data did not show further noise/oversensing. The device remains implanted. No adverse patient effects were reported.